Event description:
(B)(4). I began hurting on my left side, I started losing my hair. Over the last 5 years I have gained weight that I can not lose. I've been diagnosed with high blood pressure and cholesterol. Just recently I've been diagnosed with anxiety and having panic attacks. I have low energy, I'm in constant pain, I've been having numbness on my left side especially in my leg and foot. I've also had several teeth just break off.